Manufacturer narrative:
This report is submitted on july 26, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies with device use device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.